Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient was in the hospital, they found out their shunt line was actually broken off but not broken off so much that their cerebrospinal fluid wasn't draining. The patient still had killer headaches.